Event description:
A nurse reported that towards the end of a procedure, the cassette was noticed to be leaking. Additional info provided indicated fluid was observed on the front of the system and on the floor. There was no harm to the pt or staff.

Manufacturer narrative:
The sample has been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).